Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, an increase in capture threshold was noted on the left ventricular lead. The physician will determine intervention at the next in clinic follow-up. The patient was stable with no consequences.